Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The erbe was replaced to correct reported problem. The system was tested and verified as ready for use. Isi received the unit involved with this complaint and completed the device evaluation. The failure analysis investigations replicated and confirmed the reported failure (error message on erbe). The unit was tested in da-vinci system and the error m-0b-20 showed up. Unit will be sent to original equipment manufacturer (OEM) for further investigation. The visual inspection showed erbe in good condition. A log review confirmed the bilateral inguinal hernia procedure on (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the integrated electrosurgical unit erbe (erbe) generator was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically with a different system . While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical bilateral inguinal hernia procedure, the customer contacted the technical support engineer (tse) and reported errors on integrated electrosurgical unit erbe (erbe) generator when using the erbe . The customer had changed out instruments and cord with no change. The tse advised site to swap ports and restart erbe with no change. The customer was continuing with procedure and would like field engineer to look at system as soon as possible. The clinical sales manager (csm) later contacted the technical support engineer (tse) to follow up on the reported issue. The csm stated that the customer ended up moving to another room and was completing the case using another robot. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Analysis findings from original equipment manufacturer (OEM): during the initial investigation, the erbe generated a c-34 error on start-up, indicating a malfunctioning hf generator printed circuit board (pcb), and once replaced, the errors ceased. The reported m-0b-20 error could not be reproduced which is normally associated with the intuitive robot system. Additional findings unrelated to the reported issue: monopolar sockets 3 & 4 was noted to be worn and top cover was found with numerous scratches. Both were replaced as well. The erbe meets specifications and functions as intended. During the servicing, the equipment was calibrated, and a technical safety check was performed to verify that the equipment meets specifications.